Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) displayed a red call doctor icon on the programmer. When reviewed, the communication was resolved but it was found this crt-d exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. The impedances were mostly steady with spikes that went over 125 ohms occasionally. The crt-d and rv lead remain in service. No adverse patient effects were reported.